Event description:
Information received from the (B)(4) clinical trial. During the pipeline procedure, it was reported that the pipeline did not fully open after deployment and was removed from the patient. The physician then deployed a smaller pipeline and used a balloon to improve wall apposition. No injury was reported with the patient as a result of the procedure. Same event as MDR# 2029214-2013-00025.

Manufacturer narrative:
Updated patient condition: it was reported that the patient expired on (B)(6) 2013. (B)(4) follow-up 1.

Manufacturer narrative:
Patient information:received information on (B)(4) 2013 stating that the cause of death for the patient was a subarachnoid hemorrhage in the whole basilar cistern.(B)(4).

Manufacturer narrative:
The device was returned for evaluation and the pipeline was found not fully opening with damaged braids and dried blood on it. The damage to the braids most likely prevented the pipeline from fully opening. (B)(4).